Manufacturer narrative:
Additional information: the lens was not returned; therefore, a product evaluation could not be performed. The device history record (DHR) was reviewed and there were no discrepancies or deviation found that related to the reported issue. Based on available information, a root cause for the reported event could not be conclusively determined.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation

Event description:
It was reported that a patient complained of halos and glare in the right eye. Upon examination it was discovered that the implanted lens was severely dislocated due to a haptic break. The lens was explanted and replaced with another lens of the same model. The physician has no idea what the cause of the break could be as the initial surgery report was without complaint.